Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.

Event description:
A malfunction involving a quickie 2 wheelchair was reported to sunrise medical on (B)(6) 2014. The dealer reported that the end-user went to sit in her wheelchair when the cross brace snapped at the center bolt causing the end-user to fall to the ground. There were no reports of any injury.